Event description:
Consumer reports that there were strings missing where they are supposed to be attached. Consumer did not use the tampons.

Manufacturer narrative:
Date of this submission is (B)(6) 2011. This closes out this report unless other significant information is received.